Event description:
Pt presented to me for regular dental check up exam. She admitted to me that she had started the process for clear aligner treatment through smile direct club. I was never consulted for approval, or guidance by pt nor sdc, and advised her against it because she had an over retained primary tooth that is un-restorable and would be adversely effected by pressure by the tray. Ideal treatment would be the removal of the primary tooth prior to treatment to prevent any occurrence of abscess due to the lack of bone structure around the primary tooth. FDA safety report ID# (B)(4).